Manufacturer narrative:
Unit passed displacement, sleep current measurement and self tests. However, unit failed sleep current measurement, unable to verify unexpected battery power loss alarm, problem isolated to electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery runtime was very short and used to battery lasting close to a month, over time this shortend to about a week, now insulin pump lasts 1 day with a battery. No harm requiring medical intervention was reported. The device will be returned for analysis.